Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed from 01 jan 2021 to 10 july 2023. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii plus, serial number (B)(6), was reviewed, and it was discovered that the event log captured the infusion complete alert. Then the test was performed on the nimbus ii plus, serial number (B)(6), where the pump flow rate accuracy was outside of the acceptable limit. The reported complaint was not confirmed in the event log, but it was repeated in the performance test. The pump operates outside of the specification and does not meet the acceptance criteria. This issue is being investigated under CAPA # it2022-06.

Manufacturer narrative:
Device has been received. A follow up will be submitted when the analysis is completed.

Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "vtbi not infusing". Operator of device was unknown. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.